Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR ID # 2134265-2013-09364. It was reported that during a stenting treatment procedure, stent damage occurred. The target lesion was located in the circumflex (cx) artery. As the 3.0x32mm promus premier stent was advanced through the hemostatic valve, the valve would not open and snagged the stent. The stent system was pulled back and the stent was bent on the proximal end. Another 3.0x32mm promus premier stent was advanced and was unable to cross the lesion, upon removal of the stent system the stent became hung up on the valve and was damaged on the proximal edge. The procedure was completed using balloon angioplasty. No patient complications were reported and the patient status is fine.